Manufacturer narrative:
The pipeline flex was implanted and will not be returned for evaluation; therefore product analysis will not be performed. Based on the reported information, the pipeline device was used on a patient who had severe vessel tortuosity. There is no evidence suggesting that the device was defective, but rather a procedure related event. The pipeline flex instructions for use (IFU) advises, "precautions ¿ do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis

Event description:
Medtronic received information that the middle segment of the pipeline failed to open after unexpectedly deploying in a bend of the vessel during the treatment of the patient's right unruptured internal carotid artery (ica) aneurysm. This aneurysm measured 3mm in maximum diameter with a neck width of 5mm. The distal and proximal landing zone artery sizes measured 3.5mm and 4.5mm respectively. The patient had very torturous vessels. It was reported the pipeline flex device was prepared following the IFU. No intracranial support catheter was used. It was reported that the non-medtronic sheath kept sliding back, so the sheath's image was in and out of the screen during the procedure. As the pipeline flex was pushed into the bend, more force was required. At this point, the non-medtronic sheath fell back out of arch pulling the microcatheter with it resulting in premature deployment of the pipeline. The pipeline was implanted at the intended location at the bend but was not fully open. Wall apposition was not achieved. Balloon angioplasty was performed in an attempt to open the pipeline. While attempting to access the pipeline from the contralateral side, the anterior communication vessel was damaged. The patient showed intracranial hemorrhage and high blood pressure. Post op angiography showed bleeding stopped. The patient did not wake up from the procedure and was put on life support.